Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 553 mg/dl. No significant events leading to the alarm were observed. The customer attempted to treat using the insulin pump but kept getting interrupted by the alarm. Upon troubleshooting, it was found that insulin did exit from the tubing during a fixed prime; advised that there may have been a site or infusion set occlusion. Advised infusion set change. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.